Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that farawave catheter was selected for use. It has been mentioned that patient was fine before and during the procedure. After the procedure, they had some complications and were sent to CT and received lab work and it was found out that patients kidney function had plummeted and the level of hemolysis was high. The patient was admitted for dialysis. A total of 66 ablations had been performed and in these locations pulmonary vein isolation, posterior wall and cavotricuspid isthmu (cti). The patient is expected to fully recover. Device is not expected to return as disposed. It was further reported that the patient had been discharged. The patient did not had previous kidney issues.